Event description:
Event became reportable based upon analysis completed in 2008. It was reported that during a percutaneous coronary intervention (pci) procedure, advancement difficulties were encountered. The lesion was located in the mid left anterior descending (lad) coronary artery. The 1.25mm rotalink burr was unable to be advanced over the floppy rtw guide wire. However, another 1.25mm rotalink burr was able to advance over the same floppy rtw guide wire. No pt injuries or complications were reported. Pt status is listed as "good." Analysis revealed foreign matter.

Manufacturer narrative:
Returned device analysis verified, the difficulty stated in the complaint. It was noted that there were blue fibers on the distal end of the trifilar coil. The blue fibers were visible with the naked eye. An attempt was made to insert a rotawire guide wire through the returned complaint unit. However, resistance was met when the rotawire guide wire was inserted through the distal end of the catheter unit. The rotawire could not be inserted past the blue fibers that were on the trifilar coil. The rotalink plus catheter and advancer handshake connections were connected when returned. The handshake connections were disconnected and reconnected and a tug test was performed. A rotawire was inserted through the advancer complaint unit. No issues were noted loading the rotawire into the complaint advancer unit. It was not possible to insert the guide wire into the trifilar coil due to the fibers on the trifilar coil. The most likely source of the fiber contamination is a cleaning material which was present in the clinical setting. If the burr is rotated when it was in contact with a fibrous material, fibers from the material can become trapped in the trifilar coil. As the fibers that were found on the complaint units trifilar coil were blue in color, it can be concluded that the trifilar coil was not contaminated with the fibers in the mfg facility. None of the materials used in the cleanroom are blue in color. The most probable root cause of the guide wire restriction is that the burr was rotated when it was in contact with a fibrous material, fibers from the material can become trapped in the trifilar coil. The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirmed that this device met material, assembly, and performance specifications. The root cause is handling damage.